Manufacturer narrative:
Eval summary: during prod eval at the facility, the biomed engineer concluded that the colleague pump was functioning correctly, and the device will not be returned to tech svc for eval.

Event description:
The facility reported a colleague volumetric pump with an over-infusion. The problem was identified during pt use. There was no pt injury or medical intervention necessary. No add'l info is available.